Event description:
Procedure: appendectomy. According to the reporter: the tip of the instrument broke when applied. Another device was applied. The instrument broke inside the surgical area and all pieces were not retrieved.